Event description:
During service, a baxter service technician found door number two to be cracked. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.